Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual inspection. Approximately 38cm distal to the is4 connector pin the lead body was found squeezed and deformed. At this location all conductor coils except the one leading to the medial ring electrode were found fractured. This damage is assumed to be the root cause of the reported loss of capture and the out of range pacing impedance. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was explanted due to loss of capture and impedances over 3000 ohms. Fracture and clavicular crush suspected. No adverse patient events were reported. Should additional information become available, this file will be updated.